Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. No physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint. The device operated/functioned as intended. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: h3: device evaluated by manufacturer updated to yes. H6: method code updated to 3331: analysis of production records. H6: method code updated to 10: testing of actual/suspected device. H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4315: cause not established.

Event description:
It was reported that the spinalpak stimulator was causing the patient's heart rate to increase. The patient stated that his heart rate increased to over 100 and would only reach that level when he was wearing the spinalpak stimulator. He reached out to his cardiologist and the ordering doctor to discuss his symptoms and both advised him to stop using the unit. No additional patient consequences were reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The event occurred sometime in (B)(6) 2019. Concomitant medical products: medical product: c5-6 and c6-7 titanium cages and anterior plate; therapy date: 2012. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device has not been returned.

Event description:
It was reported that the spinalpak stimulator was causing the patient's heart rate to increase. The patient stated that his heart rate increased to over 100 and would only reach that level when he was wearing the spinalpak stimulator. He reached out to his cardiologist and the ordering doctor to discuss his symptoms and both advised him to stop using the unit. No additional patient consequences were reported.